Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. The I-stat celite activated clotting time test (celite act) is used for monitoring moderate- and high-level heparin therapy. The I-stat kaolin activated clotting time test (kaolin act) is used to monitor high dose heparin anticoagulation frequently associated with cardiovascular surgery. Abbott point of care inc. (Apoc) has determined that certain lots of I-stat celite act and kaolin act cartridges may be difficult to fill or will not fill when attempting to transfer blood to the sample entry port of the cartridge, following the procedure (art (B)(4)). Results, when generated, are within the expected performance of the assays. Abbott point of care has made the decision to remove these cartridge lots from the marketplace to ensure the performance of our product. This action is being conducted in co-operation with the u.s food and drug administration and health (B)(4).

Manufacturer narrative:
Product name: I-stat celite act cartridges: part/list number(s): 07g01-02, 600-9006-25. Lot#s: s10136a, s10150a, s10151, s10155. Product name: I-stat kaolin act cartridges part/list number: 07g81-01, 07g81-02, lot number(s): s10128a, s10128b, s10128c, s10129, s10129a, s10130, s10130b, s10147a, s10147b, s10147c, s10147d, s10147e, s10148a, s10148b, s10148c, s10148d, s10148g, s10149, s10149b, s10149c, s10151a, s10151b, s10152, s10152a, s10152b, s10152c, s10152d, s10152e, s10152f, s10154a, s10154b, s10154d, s10160b, s10162. Details will be provided with the action that will be conducted in co-operation with the united states food and drug administration. (B)(4).